Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient stated that the ins used to be above the tailbone and now it is on the tailbone. Patient stated being in constant pain at the implant site. Patient was unsure of when she noticed the implant had moved but the pain started 5 to 6 weeks ago. No further complications were reported.